Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.